Manufacturer narrative:
The malfunction was duplicated and the lcd display was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.